Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump had beep anomaly. The blood glucose level of the customer was unknown. The customer stated that when their sensor glucose was low the alerts weren't giving her multiple tones. The customer was only getting low tones. The insulin pump will not return for analysis.